Event description:
A silicone lens model aq2010v was damaged and became stuck in the cartridge while advancing. The lens was not implanted and there was no pt injury. The facility stated it is unk if there was a prod malfunction. An aq cartridge was used and the lot # is unk. The model and lot #s of the injector used are also unk.

Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue and the optic was torn. One haptic was torn off and the haptic was stuck in the cartridte. There was no visible damage to the delivery device. Investigation is ongoing.